Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing the skin during an open procedure, a couple of thread broke. They opened another suture to complete the case. There was no patient injury.